Event description:
The cadd tpn pump residual volume was cleared to read 2700, and planned 24 hr continuous infusion of 110 cc every hr. When visiting nurse returned pump to keep vein open, residual volume reading was 2400 cc.